Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found black residue stuck in the elevator cover. The biopsy channel was checked with boroscope and found to be leaking and has tear marks. A-rubber was removed. Bending mesh, multiple broken strands were found. Ultrasound imaging found multiple broken elements. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there are channel malfunctions with the device. There are black particles stuck in the elevator. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device history review (DHR) showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. As upon device evaluation no damage has been identified in the vicinity including the clamp-initiated upper table, it is not assumed that foreign matter remained due to damage to the device. Therefore, it is highly probable that the event occurred due to the cleaning method at the facility. The root cause was not identified. Potential causes include: ·it was not cleaned as described in the instruction manual. ·it was cleaned by other cleaning method which is not described in the instruction manual. The instruction manual warns users ¿brushing around the forceps elevator and instrument channel outlet turn the elevator control lever all the way in the opposite direction of the ¿u¿ direction. Perform the following brushing in the detergent solution. While holding the distal end, brush the groove of the interior of the forceps elevator with the cleaning brush (maj-1534) until all debris is removed. Look at the left side of the instrument channel opening from the distal end, brush the interior of this part with the cleaning brush (maj-1534) until all debris is removed. Look at the right side of the instrument channel opening from the distal end, brush the interior of this part with the cleaning brush (maj-1534) until all debris is removed. Move the elevator control lever in the ¿u¿ direction to raise the forceps elevator. While holding the distal end, brush both sides of the forceps elevator and the opposite side of the groove of the forceps elevator with the cleaning brush (maj-1534) until all debris is removed. Brush the distal end of the endoscope, using the cleaning brush (maj-1534). Move the elevator control lever all the way in the opposite direction of the ¿u¿ direction to lower the forceps elevator.¿